Event description:
A nurse at the customer site contacted philips to report that while using a simulator with this device, the device shocked a ventricular fibrillation simulated rhythm while in the sync mode. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.